Manufacturer narrative:
Medical device was manufactured in accordance with our specifications. Root cause of reported event could not be confirmed. This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that: "revision surgery due to loosening/lysis" at 5.5 years post-operative.